Manufacturer narrative:
(B)(6).

Event description:
It was reported that the stent shortened. The 100% stenosed target lesion was located in the severely calcified and severely tortuous superficial femoral artery (sfa). The sfa had no overall calcification, but there were nodules in two areas, the ostium part and the sfa mid-range. The lesion was pre-dilated. Two 6x120x130 eluvia drug-eluting vascular stent systems were selected for the procedure. Approach was performed from the brachial, and there was a 90-degree tortuosity in the iliac. Over a 0.014 guidewire, the first stent was placed with the thumbwheel. The stent shortened about three centimeters. The guidewire was replaced with a 0.035 guidewire. The second stent was then attempted to place, but there was an unusual sound from the handle about five centimeters from deployment. Eventually, the handle was disassembled, and the stent was placed manually. The physician stated that weight was not felt on the thumbwheel. The blood flow of the patient was secured and there were no patient complications.